Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all patients and orders were not crossing. A technical support specialist (tss) checked server and confirmed that the services were stopped so all required services were restarted, w3 and external communication services were restarted, and structured query language (sql) downtime queries showed over 7,400 messages, which began draining after remediation. A newly created but unconfigured certificate was identified and corrected by running the configuration intrusion detection system (ids) batch file, restarting internet information services (iis), application pools, and validating server access, which was confirmed by both support and the customer. Further investigation addressed health sight viewer (hsv) issues by reviewing report server configurations, reverting and reconfiguring certificates per knowledge article (ka) replacing expired hsv and idm3 certificates, updating certificate references in the bd_idm3 database, and restarting iis and w3 services. Hsv functionality was successfully restored on both app and report servers, and the customer was notified via email that all services, including server and hsv, were fully operational. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user stated that all stations were on critical override and the site was experienced a downtime. The customer was unable to view any patients or medications on the stations and confirmed that they had placed the system into critical override to continue operations. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.